Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer reported for months the surgeon complained of tiny blue specks in and on her instruments and in her patient. Today there was a blue foreign body retrieved from the monopolar curved scissor instrument and it needs to be analyzed to see where the fragment was coming from. The intuitive surgical, inc. (Isi) genesis endoluminal programs manager and clinical territory associate have been involved in trying to find out where these blue specks were coming from. The customer was able to retrieve a blue speck from the patient and all the seals used in the procedure. The 5-8 cannula seal with the "4" on it was on the cannula the scissor went through. The customer does not know if the cannula seal was the problem, the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the cta and obtained the following information: the cta stated the instrument was inspected prior to use and nothing out of the ordinary. The surgical task that was being performed when fragments fell into the patient was at the very beginning of the case. The arm was not doing anything. The instrument was in use for a brief period prior to the issue observed. The instrument did not collide with any other instrument or other hard materials. The fragments did not fall into the patient during an instrument collision. The customer removed the instrument, and the piece was still on the shaft of the instrument. The one fragment was confirmed visually. There was no post -operative teste done to locate fragments. The case was completed robotically. There was no injury to the patient that the surgeon knows of. Everything was retrieved and returned to isi by the robotics coordinator including the airseal trocar (non isi product).

Manufacturer narrative:
Based on the claim against the product by the customer nothing foreign bodies found in the patient, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the cannula seal ports involved with this complaint. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The seal was inspected and found no sign of obvious damage to the duckbill. Unable to determine if the fragment returned was part of the seal. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The cannula seal port will be transferred to a failure analysis engineer for further investigation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted simple prostatectomy surgical procedure, a tiny blue spec was retrieved inside the patient. It is unknown if the fragment fell from an isi device or if it came from a conmed airseal trocar. The fragment was retrieved in the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula seals involved with this complaint and completed the device evaluation. The failure analysis results are as follows: cannula seal #1: failure analysis (fa) investigation of the returned cannula seal was unable to confirm the customer reported complaint of tiny blue specks. The cannula seal was placed on an in-house cannula with an in-house instrument with no issues. Upon visual inspection, there was no damage found. The cannula seal passed the gravity test. The seal could not be tested for functionality performance due to the in-house insufflator availability. There was no problem detected with the returned cannula seal and no product issue was identified. Cannula seal #2: failure analysis (fa) investigation of the returned cannula seal was unable to confirm the customer reported complaint of tiny blue specks. The cannula seal was placed on an in-house cannula with an in-house instrument with no issues. Upon visual inspection, there was no damage found. The cannula seal passed the gravity test. The seal could not be tested for functionality performance due to the in-house insufflator availability. There was no problem detected with the returned cannula seal and no product issue was identified. Cannula seal #3: the seal was returned to intuitive for evaluation with no reported issue. An investigation has been completed. The returned part was returned with a part failed component as an incidental return. There is no reported complaint against this part. The seal was inspected and found no damage. The seal passed the gravity test. Additionally, the cannula seals and blue speck associated with this complaint was transferred to the engineering team for further investigation. Advanced failure analysis (afa) investigation was completed by an advanced failure analysis engineer (afae) and the following information was obtained: the initial failure analysis findings were confirmed. The blue particle was inspected under a microscope using 200x magnification. The particle does not appear to be a close match to materials typically seen on the seals. The sample was removed from the tape and was placed on the fourier transform infrared spectroscopy (ftir) and the particle matched with the library sample of protein and did not appear to match with the duckbill or septum materials. The sample was returned to the piece of tape on top of the upper housing. The seal's upper and lower housings were separated to inspect the internal components, there were no obvious missing fragments or other blue particles. However, it was difficult to determine the absence of additional blue particles as the accessory has a buildup of what appears to be blood from use. From available information, the failure analysis findings could not confirm the reported issue, nor could it verify the identity of the ¿tiny blue speck¿.

Event description:
Refer to h10/h11 for follow-up information.